Manufacturer narrative:
Returned for evaluation is a plastic port with attachable 8 fr. Catheter. Catheter has been severed just distal to second depth mark (2 dots), and connected to port just proximal to fourth depth mark (4 dots) with a cath-lock. Distal tip of catheter is not included with sample. Distal end of catheter tubing appears broken. Overall length of port/catheter assembly measures 6.15". Lumen is filled with blood residue. There is blood residue under cath-lock, under port's silicone over mold, and around port septum. There are several needle stick marks in silicone septum. Port reservoir appears to be clear. There is a single black suture tied through over mold to right of port stem. There are no other sutures sites visible in over mold. There are grip marks fro ma serrated jawed instrument on over mold. There are three deep gouges in hard plastic around septum. Number, "96003" is hand-written on hard plastic with black permanent marker. A history review of lot #36cg4132 indicates no related manufacturing issues, and three other products complaints of similar nature reported for this lot. Two of these complaints were confirmed as user-related, and the other is inconclusive due to no sample returned for evaluation. Notes in file indicate that device was being removed due to infection. While attempting to remove port, distal tip of catheter broke off and migrated to pt's right ventricle. Physician felt that broken tip should be left in pt. During initial evaluation and decontamination lumen was found to be occluded. This is verified upon further examination. Using a non-coring needle attached to a 12cc syringe filled with water, port is accessed. Fluid movement is seen through lumen at port stem, but is blocked by blood clots inside catheter tubing. Catheter tubing is then tactually inspected for enlogation or deformation. Hard blood clots inside catheter lumen are palpable. Tubing does not appear to be elastically weakened in tension. However, broken end of tubing has been compressed. Break line is square and perpendicular to axis of tubing. Under magnification, severed texture appears granular and jagged. Shoulders of break appear to be dulled and rounded from abrasion. There are several scuff marks made diagonally across the clear portion of the tubing that are parallel to eath other and to break line. Cross section of broken tubing end has been permanently deformed into an oval shape. Scuff marks occur at one end of oval. Oval cross section is measured using a calibrated microscopic micrometer. Longest part of broken end's od cross section measures 0.104" from end to end, with an oval width of 0.088". These signs are typical of a clavicle/first rib compression fracture, a complication associated with medial placement of catheter in subclavian vein. Clavicle bone compresses catheter tubing with a scissoring action agasint another hard, rough surface, the first rib, until tubing fails.